Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the control body fluid damage, the u/d and the r/l pulley wires fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the insertion flexible tube (ift) coating damage, and the operation channel buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Operation channel buckled at t-piece, leaky. Ift coating damage. Complete water damage. This event occurred at the time of before use. There was no report of patient harm.